Event description:
It was reported an asymptomatic patient presented in clinic after receiving a merlin transmission revealed post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Low frequency attenuation filter was programmed on. Programming the ventricular post-paced decay delay from 0 to 95 ms. Performing an induction test at the patient's maximum pacing rate to test the decreased sensitivity settings.

Manufacturer narrative:
(B)(4).